Event description:
Hospital advised that the pump came into the biomedical engineering department with a note indicating it infused too fast, possible patient incident. The note was not signed, and no further information was provided. There was no patient consequence.